Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an interventional procedure. Reportedly, the device failed to deploy. It was unspecified how hemostasis was achieved. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglid device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - initially, the device was reported as returning; however, the device was not returned. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.